Event description:
The report we received from the study indicated that the patient had an acute coronary syndrome and was hospitalized. A de novo, moderately calcified lesion was found in the distal left anterior descending artery. A 2.5 x 13 mm cypher select stent was placed in the lesion at 16 atm. Less than a month after the procedure, the patient had a restenosis. The lesion was eccentric, had a 2.5 mm diameter and a 10mm length. Post-procedure medications include triclopidine, clopidogrel (for 12 months), aspirin and statin as permanent treatment.

Manufacturer narrative:
The product is not available for evaluation and testing. The product, is not distributed in the united states, however, it is similar to the united states product, additional information has been requested and will be submitted within 30 days from receipt.